Event description:
It was reported that the device was cracked on the corners. The top case was replaced and the pump started having a not in place error. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that both tamper seals were broken, the right plunger case was cracked, the bottom case was damaged, the plunger case seal was damaged and glued to the case. The reported problem was duplicated; the issue was most likely caused by plunger cable that was damaged thus causing the problem. Looks to be from use, plunger cable was 10 years old. For corrective action, the plunger was replaced. The root cause of the reported problem was traced to normal wear of the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.